Event description:
It was reported by the patient's mother via voicemail that the vns patient had been experiencing many grand mal seizures and was looking for a more local physician. It was unknown if this was an increase. Follow-up with the patient's previous physician found that the patient had made an appointment but later cancelled. Attempts for follow-up with the pateint's mother to find if she had been seen by another physician have been unsuccessful to date.